Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the shaft bent due to a calcium into the patient body and subsequently broke while being withdrawn. The patient was unaffected, and the procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the shaft bent due to a calcium into the patient's body and subsequently broke while being withdrawn. The patient was unaffected, and the procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code adverse event related to patient condition as the complaint reported the shaft bent due to a calcium in the patient's body and subsequently broke while being withdrawn. This code was selected as the most probable complaint cause based on the information available. Based on the device history record review there is no evidence the device failed to meet specifications prior to use.